Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery alarm; this condition had the potential to interrupt delivery. This condition was found in the biomedical department during programming/setup. There was no reported patient involvement, patient injury, medical intervention, or adverse event in association with this event. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery alarm was not confirmed by service. Failure code 550:320:654:0000, found four (4) times in the event history and upon power up, was assigned to be the determined problem. This condition was caused by a faulty user interface module printed circuit board (uim pcb). The uim pcb was replaced to fix the reported condition. Additional information: this involved a remediated colleague 2006 infusion pump with user interface module master software version 5.09.90. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number.